Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device was received with a cracked lcd window and a cracked case at the display window corner. Device was received with a missing segment/partial display due to cracked and bleeding lcd glass. Unable to verify s.w and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, pump error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to missing segment/partial display.

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer's blood glucose level was unknown. Customer also stated that there was crack in screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will not be returned for analysis.